Manufacturer narrative:
Device evaluated by manufacturer. The device has been received and currently being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility alleges the jaws are not adjusted, tips do not close properly. They allege that they leave the clip open. It is unknown if this condition occurred before or during patient use. There was no pt injury or medical intervention reported.